Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 around 6:00pm, the patient was driving hom from a restaurant. When he got out of the car, he suddenly became weak and fell down but was still consious. He stated that the cgm reading was around 40 mg/dl; however, the sound from the receiver alert was faint. A finger stick was not able to be done during this time. The patient's wife called an ambulance and the patient was taken to the hospiotal. While in the ambulance, the patient's bg was taken and it was 40 mg/dl. At the hospital, the patient was treated with glucose IV. After treatment, the patient checked the cgm and it was reading 70 mg/dl. They checked a bg and it was also 70 mg/dl. The patient felt fine and decided to go home. At the time of the report, the patient was doing okay but stated he hurt his shoulder from the fall. Performance data was reviewed. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.